Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined motor speed was unstable. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in united kingdom.

Event description:
It was reported that during an unknown time, the unit was sent in for service as the handpiece malfunctioned. Inconsistent speed was confirmed after final investigation. There is unknown patient impact or delay. Due diligence is complete as no additional information is available.